Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 10/20/24 pt 9:24pm pst pt called in because they were experiencing a hypoglycemic event and then cgm had become disconnected from the ilet. Pt is new to the device. Agent had pt test their bg on their glucometer and pt's bg levels were 46mg/dl. Pt had already had 6 hi chews. So agent suggested they monitor their levels while the addressed the cgm not being paired. Pt is using the dexcom g7 g6 cgm agent walked pt through the steps to toggle between the g6 & g7 settings and then had the pt confirm and reenter their 4 digit cgm pairing code (6923). Agent informed pt that it may take 15-30 minutes for the sensor to successfully pair. Agent advised pt to call back after 3o minutes if pairing was still unsuccessful. Pt confirmed cgm had paired with ilet and levels could be seen on the device. Because pt's bg levels were out of range agent had pt fill out the low bg questionnaire listed below: 1. Were your bg levels affected by this issue (yes/no)? A. Yes 2. What was your lowest bg level during this event? A. 46mg/dl 3. How long was bg levels low (under 70mg/dl)? A. ~2 hours 4. Did you eat/drink any carbs to correct low (e.g., juice, glucose tablets)? A. 7 hi chews candies and some pretzels 5. Did the device give alerts for low and/or urgent low? A. Yes 6. Did you receive any professional medical intervention for this event? A. No 7. Did you need assistance for this event that you couldn¿t provide for yourself (clarify if help given was needed or offered out of kindness)? A. No 8. Any immediate health effects experienced during this event (e.g., loss of consciousness, dizziness).? A. Sweaty, shakey, and dizzy. Agent recommended pt monitor their bg levels for the next 15-30 minutes agent stayed on with pt until bg began trending up. Pt's bg was 76mg/dl at end of call.